Event description:
The international distributor reported the ventilator would not operate. The customer reported the device was not in use on a patient, therefore, there was no patient involvement or harm. The customer reported the device power management pcb board failed. The service engineer will replace the power management board to address the reported problem.